Event description:
A patient new to dialysis was undergoing treatment with a polyflux 24 r (2nd use) dialyzer. Within 12 minutes of therapy, the patient became unresponsive; the patient was placed in (B)(6) and given a 600 ml bolus of saline. Treatment was stopped and the patient was transported to the hospital. The patient was discharged home following a cardiac workup. Two days later, the patient had an uneventful treatment with the same polyflux 24 r (3rd use) dialyzer. The dialyzer was discarded and not available for analysis.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 18.160 dialyzers produced and distributed worldwide from this lot number.